Event description:
The customer reported an error 10003 display message on the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported an error 10003 display message on the device. There was no pt involvement. The issue was resolved by the customer by deleting the data in the data card. The device remains at the customer site.